Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) cuff due to unspecified reasons. A second cuff was opened but not implanted. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the cuff was not implanted due to the wrong size being chosen the surgeon changed his decision on the size of the cuff after seeing how tight the initial selection was. The patient outcome was reported to be a good recovery with no issues. The device will not be returned.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) cuff due to the wrong size of the cuff being chosen by the surgeon. A second cuff was opened but not implanted. A patient outcome of good with no issues was reported.